Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for talar subsidence and adjacent joint arthritis.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for talar subsidence and adjacent joint arthritis.

Manufacturer narrative:
The reported event of issue could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. A few CT-scan and prophecy reports were provided which were presented to our health care professional for evaluation, questions about the reason for dislocation, to which our medical expert replied: ¿the tar device looks in order. There is a marked subsidence of the talar component, and with this extend, it is most likely due to avascular necrosis of the talus. It is difficult to judge subsidence of the tibial component, one would like to see the early post-implant x-rays for that to be able to compare. Without further clinical and demographic information it is not possible to conclude for a root cause with certainty. ¿ more information and post-x-rays are required to provide the exact root cause of the event. However, the marked subsidence of the talar component is most likely due to avascular necrosis of the talus. If device is returned or any further information is provided, the investigation report will be reassessed.¿